Manufacturer narrative:
Alleged failure: opened two back to back suction irrigators - both had foreign material (green flakes) in them. Both the same lot number. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be the was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material inside the sterile packaging.